Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. The first photo shows the one maxcore device in half primed position with sample notch exposed. The second photo shows the one maxcore device in inverted position with sample notch exposed. The third photo shows the one maxcore device in half primed position with sample notch exposed held by hcp. All three device's needles are covered with needle protector and yellow guard attached to the needle. No other visual anomalies are observed. Therefore, based on the photo review the investigation is kept as inconclusive for the reported failure to fire issue as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using a maxcore device. During the procedure, no sample could be obtained. Reportedly, the firing button could not be pressed. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using a maxcore device. During the procedure, no sample could be obtained. Reportedly, the firing button could not be pressed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.